Manufacturer narrative:
Attempts were made to get more information, but no response was received.

Event description:
No new information.

Event description:
It was reported that the IV stand fell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not yet been provided.